Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the sensor had failed completely. During this time, the patient was experiencing symptoms such as vomiting and the presence of ketones (no value reported). The mother suspected that the patient was experiencing diabetic ketoacidosis (dka). Due to these symptoms, the mother took a finger stick test which showed that the patient's blood glucose level was over 400 mg/dl. No cgm readings at the moment since sensor has already failed. No medication was given to the patient at that time. The mother drove the patient to the nearest hospital; however, the hospital did not have a pediatric unit, so the patient was transferred by ambulance to a different hospital. The patient was treated with zofran, fluids, and electrolytes. The patient was discharge the same day and was doing fine. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.